Event description:
Report 1 of 2. It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to a correction: b.5 describe event or problem: report 1 of 2. Investigation summary bd had not received any samples or photos for investigation. Therefore, 20 retained samples were functionally inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: defective locking mechanism and hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from an unspecified number of units. No adverse impact was reported regarding the patient or user.